Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterolateral fusion at multiple levels using rhbmp-2/acs combined with allograft and/or autograft. Reportedly, post-op, the patient suffered injuries and damages including ectopic bone growth, inflammatory reaction(s) to rhbmp-2/acs, chronic pain, additional surgeries, failure to fuse, loss of mobility, emotional distress, and suffering. The patient has never recovered from surgery involving rhbmp-2/acs and continues to have daily severe disabling pain that prevents patient from performing basic activities of daily living.